Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: unit lost power multiple times until it finally would not turn on at all. An electrical burning smell was reported. Unit still does not energize, only sounds watchdog alarm. The patient had to be manually ventilated (bagged). No harm occurred.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: unit lost power multiple times until it finally would not turn on at all. An electrical burning smell was reported. Unit still does not energize, only sounds watchdog alarm. The patient had to be manually ventilated (bagged). No harm occurred.